Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of asr cup due to pain and elevated metal ion levels. Removed cup, left stem patient status/outcome/consequences: yes. "Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?" Revision surgery. If yes, describe: revision surgery. (B)(4). Device property of: none. Device in possession of: none. (B)(4). Device property of: none. Device in possession of: none. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.